Event description:
A 6 fr introducer hemostasis hub dislodged from introducer portion during diagnostic cardiac catheterization. Introducer portion lodged in right femoral artery requiring surgical intervention for removal.